Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0209775253, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp), via a manufacturer representative, reported the patient had an infection with abscess at the level of the stimulator as well as pain and purulent discharge. No diagnostics/troubleshooting were performed. The patient was hospitalized for a day on (B)(6) 2015, to explant the stimulator and electrode and the event resolved. The investigator assessed the event as not serious and linked to the stimulator and electrode and not linked to the procedure. Relevant medical history includes idiopathic functional urinary incontinence since 2011. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative reporting that antibiotics were given.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the infection was recurrent. Local treatment with drainage was performed. The ins was replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event occurred on (B)(6) 2015; the patient was hospitalized from (B)(6) 2015 to explant the stimulator and lead; and the event resolved on (B)(6) 2015.

Manufacturer narrative:
Continuation of medical products: product ID: 388928, lot# 0209775253, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a representative reported that the seriousness was updated from not serious to serious requiring patient hospitalization/prolongation. The event resolution date was changed from (B)(6) 2015 to (B)(6) 2015. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a representative reported the sponsor assessed the event as serious. There were no further complications reported and/or anticipated.